Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab the md prepped the intra-aortic balloon (iab) and pulled negative before pulling the iab out of the tray. The md inserted the teflon sheath into the patient's femoral artery. As the md was inserting the iab through the sheath, resistance was met. As a result, the iab was not used. Another iab was prepped and inserted in the same insertion site without issue. There were no reported patient complications, injury or death. Medical/surgical intervention was not required. As reported there was no delay or interruption in iabp therapy. The patient outcome is listed as good. Additional information received on (B)(6) 2013 stated the iab was prepped per instruction and the balloon membrane was immersed in sterile saline prior to insertion. It is unknown how much of the iab was inserted into the sheath when the resistance was met. The md removed the iab and the sheath as one unit allowing the spring wire guide to remain in place. A second sheath was inserted and another iab was inserted successfully.